Event description:
A malfunction was reported on the pump by a caller, with no notable events occurring prior to the issue. Customer¿s blood glucose (bg) level was 300 mg/dl. Technical support provided pump reset assistance, which resolved the malfunction as it did not recur post-reset. The customer was advised to continue using the pump and contact support if the issue happens again.